Event description:
The customer reported that a male patient was scanned with the sense body coil for a pelvis examination. After the examination reddening of the skin on both inner thigh was observed and a blister on the left inner thigh with a size of 2cm.

Manufacturer narrative:
(B)(4). Based on the information provided and investigation performed, the heating incident is a skin to skin heating incident caused by a rf current loop formation between the inner thighs of the patient.